Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. The representative performed delivery system and articulating arm alignment optimization and xyz calibration. Though the representative performed the calibrations, there are many potential factors that could have contributed to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported successful treatment following lasik of the left eye; he reports the flap seemed thinner than in the past. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.